Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct. The procedure date was not reported. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter was splitting. Another advanix rx biliary stent was attempted to be deployed but the guide catheter split on the second device as well. The device was removed from the patient. A third advanix biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.